Event description:
Results of investigation: the charger was returned for investigation without the battery, due to the melting that had occurred. The charger's battery is equipped with the following: overcharge protection: prevents the battery from permanent damage due to excessive charging of the cell. Over-discharge protection: prevents the battery from permanent damage due to excessive discharge. Over-current protection: prevents excessive battery discharge current. Short-circuit protection: prevents external short circuits in the battery. The battery is equipped with ptc as a secondary protection mechanism to limit current. The device can protect the circuit from excessive current surges and high temperatures. During the investigation, there was sample battery taken from inventory that was tested with the returned charger. After soldering the sample battery onto the pcba battery wire in the charger, the returned charger passed all electrical functions. The electrical function of the returned charger passed. This indicates that the melting at the bottom was not caused by the pcba, usb connector or hearing aid pocket. Additionally, there were no short circuits between the battery wires or between pin of usb-c connector. The battery passed the tests for safety design and manufacturing process. An additional test was conducted by exposing the battery to direct flame. The battery ignited briefly but self-extinguished rapidly, which can be attributed to its low capacity (400 mah) and limited energy content. After investigation it is suspected that the charger's melting originated from an external heat source.

Manufacturer narrative:
2nd level of investigation scheduled to conclude on cause of the event.

Event description:
In this event, user reported that their charger had melted and burned. Flame retardant material on the charger housing and cord sleeve prevent possible burning. Technical investigation was conducted on the returned charger; the objective was to determine the source of overheating and assess any potential product safety concerns. Following investigaiton, the charger is operational after testng and x-ray imagining shows no anamolies on the pcb. The surrounding plastic casing of the battery was melted. 2nd level of investigation is scheduled and we will provide update in supplementat reporting.